Event description:
During analysis of the returned device, it was noted that the main coil had broken off the delivery wire. There were no clinical consequences to the patient.

Event description:
During analysis of the returned device, it was noted that the main coil had broken off the delivery wire. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the proximal contact was detached and the delivery wire had multiple kinks. The main coil was broken off of the delivery wire with some of the detachment zone remaining. Based on the investigation and the information available, it is probable that the handling of the device during the procedure resulted in the reported event. Therefore, a cause of operational context has been assigned to this event.